Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 49 bd posiflush¿ xs pre-filled flush syringes nacl 0.9% had damaged blister packaging that compromised the product's sterility, and foreign matter was found on 11 of the syringes. All defects were found before use. The following information was provided by the initial reporter: "blister opened during the kit assembly caused by the not well defined pre-cut (49 pieces). Spot on the blister, foreign matter inside the blister, dirt plunger (11 pieces)".

Manufacturer narrative:
Investigation: our quality investigator received samples for this investigation. The samples received as part of this complaint confirms foreign matter on the plunger. The non-conformances were reviewed for the batch associated with this failure and no non-conformances were identified. The root cause of this complaint is associated with the molding machine. It is possible there was an issue with a part on the molding machine that left manufacturing debris on the item. Upon further inspection of the molding machine, the screw tip and check ring were changed out and that intervention has resolved this issue. The samples received as part of this complaint confirms foreign matter on the blister. The non-conformances were reviewed for the batch associated with this failure and no non-conformances were identified. The root cause of this complaint is associated with the multivac machine. The samples received as part of this complaint confirms bad perforation. A device history was also conducted, which showed no non-conformances. The root cause was determined to be associated with the perforation stage of the manufacturing process.

Event description:
It was reported that 49 bd posiflush¿ xs pre-filled flush syringes nacl 0.9% had damaged blister packaging that compromised the product's sterility, and foreign matter was found on 11 of the syringes. All defects were found before use. The following information was provided by the initial reporter: "1 blister opened during the kit assembly caused by the not well defined pre-cut (49 pieces) 2 spot on the blister 3 foreign matter inside the blister 4 dirt plunger (11 pieces)".